Manufacturer narrative:
This product is manufactured in the u.s. But not marketed in the u.s. No similar complaint was reported for units within the same lot. (B)(4).

Event description:
The reporter indicated the surgeon attempted to insert a 12.6mm vicmo12.6 implantable collamer lens, -13.00 diopter and the lens tore/broke before injection into the eye. The reporter indicated it was unknown if there was any patient contact but there was no indication of any injury. Another same model lens was implanted and the problem was resolved. The cause of the event was unknown.

Manufacturer narrative:
Date of event: (B)(6) 2018. It is corrected from "product problem" to "adverse event". Date of this report: it is corrected from "26-feb-2018" to "24-feb-2018". The reporter indicated that the surgeon attempted to implant a 12.6mm, vicmo12.6 implantable collamer lens of, -13.0 diopter and the lens tore during implantation into the patient's eye on (B)(6) 2018. It is unknown if there was any patient contact but there was no indication of any injury. Another lens of same model was implanted and the problem was resolved. It is unclear if the lens was exchanged intraoperatively or extraoperatively. The cause of the event was unknown. It is corrected from "26-feb-2018" to "24-feb-2018" in the initial MDR. Type of reportable event: it is corrected from "malfunction" to "serious injury". (B)(4)